Manufacturer narrative:
E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported by the patient was hospitalized with suspected diabetic acidosis on (B)(6) 2024. The patient's blood glucose level was 350 mg/dl upon admission, and they stayed in the hospital for 1 night. The symptoms were reported as abdominal pain nausea and vomiting. The patient was tested positive for ketone level (5.3 mmol/l) due which experienced diabetic ketoacidosis. During hospitalization, the patient received insulin drip (intravenous insulin infusion) as corrective treatment. No further information was available.